Event description:
It was reported that during a nucleaoplasty procedure using the perc dlr spinewand device, the patient experienced twitching in the paraspinal musculature. The surgeon repositioned the needle position under x-ray control, but the twitching occurred again each time the device was activated. The surgeon stopped and was unable to complete the procedure. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: this event occurred outside of the u.s., due to international privacy laws, not all patient information was provided.